Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, during interrogation, it was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.